Event description:
It was reported that approximately two years and four months, after a coronary artery drug eluting stenting treatment procedure, thrombosis occurred. The lesion was located in the circumflex (cx). The vessel was 80% stenosed, prior to the initial stenting procedure. During the procedure, a taxus express2 2.50x20.0mm drug eluting stent (des) was successfully implanted with no patient complications. Approximately two years and four months later, the patient presented to the hospital with an acute anterior myocardial infarction (mi). Upon further examination using diagnostic angiography, it was evident that thrombus was present in the left main artery (lma) and the ostial cx. The thrombus was aspirated and an unspecified bare metal stent (bms), 3.50mm in diameter, was implanted in the lma. Additionally, balloon angioplasty was performed in the cx. Additional information has been requested in regards to the initial procedure and the patient outcome after re-intervention but has not been received at the time of this report.

Manufacturer narrative:
A unit has not been returned for review, therefore, a technical analysis cannot be carried out. Without a returned unit, it is not possible to confirm how the device may have contributed to the complaint incident. A review of the manufacturing records for this particular batch namely top assembly batch # 6736916 found that the device met its material, assembly and product specifications, at the time of release to distribution. All relevant personnel have been notified of this complaint. No further corrective action is planned at this time. We will however, continue to monitor and trend this type of complaint in order to ensure that there is no compromise with product quality.